Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. The pump was received with corroded battery tube, corroded motor home switch, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that she went to swimming and after that the insulin pump was not working. The customer blood glucose level was 126 mg/dl. Customer stated that the insulin pump has cosmetic damage. The customer reported crack on back of insulin pump where the clip located. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.